Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with chimera bacteria during water sampling tests. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), ireland. Through follow-up communication with the customer, livanova learned that the hospital does not use reusable blankets. Water quality monitoring and daily h2o2 checks, as prescribed by the IFU, is confirmed. When the device is not in use, it is stored full of water, but h2o2 is not checked daily during non-use periods such as weekends. H2o2 is added when the water in the tanks is changed every seven days. A disposable pall-aquasafe water filter with a 0.2 m membrane, or an equivalent performance filter, is used for tap water. Prior to initial operation and before storing the heater-cooler, the surfaces and water circuits are disinfected, and device surfaces are disinfected after every operation. The 3t aerosol collection set is replaced after the allowed use period. During use, the device was placed inside the operating theatre, with its fan positioned away from the operation site, at an estimated distance of approximately four meters from the surgical field. The water source is tested, but not regularly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.